Event description:
On (B)(6) 2012, customer reported that one cartridge of gentamicin reagent leaked on the dxc 800 pro. Customer stated that the cartridge was installed on the instrument on (B)(4) 2012. Customer stated that when the tests were run on (B)(6) 2012, the level of reagent was not correct due to the leak, and as a result, the instrument generated a "no fluid detect" error. Customer stated that there was no visible crack on the cartridge. Customer stated that no injuries were reported and no erroneous patient results were generated. Customer technical support (cts) advised the customer to load a fresh cartridge of gentamicin reagent into the instrument. Cts also stated that beckman coulter would send a replacement cartridge.

Manufacturer narrative:
Device evaluated by manufacturer. Customer disposed of reagent cartridge. (B)(4).